Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the vein side. A 5.0-4/4t/40 symmetry balloon catheter was advanced for pre-dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.